Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.

Event description:
The complainant stated that the head section will not go flat all the way. It stops about 3 to 4 inches from the flat position.